Event description:
During an open cystectomy, the error occurred and the probe tip fell off outside the pt. The physician replaced the device with a similar device and the procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for eval. The eval confirmed that the probe broke down at 16.5 mm from the distal end. The scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The mfg history was reviewed,with no irregularities noted. As a result of eval, it is highly likely that the physician activated the ultrasonic output while the subject device was grasping a hard tissue or applying only the probe tip to the tissue with strong force and the stress was put on the probe and as a result the probe cracked. Consequently, during the examination outside the pt, the probe tip broke. The instruction manual of the subject device already states; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.q., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the hear generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the ptfe pad. In turn, the probe may break before displaying an error window or generating an alarm tone. This report is being submitted as a medical device report in an abundance of caution.